Manufacturer narrative:
No damage noted to the threads of mas head threaded interface. Visually confirmed approximately ~3 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Event description:
It was reported that the driver tip broke off at the head of the screw. The tip could not be removed from the patient. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visually confirmed approximately ~2mm of the instrument hexalobes have portion broken off, consistent with partial engagement during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis of both instruments identified a fairly flat fracture surface and circular material movement, consistent with torsional overload. The above findings are consistent with torsional overload.